Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure perforated through her fallopian tube / perforation (fallopian tubes),"), uterine perforation ("perforation (uterus)"), device breakage ("remove sections of left essure coil / discovered fragments of left coil still within the uterine cavity/ device breakage") and device dislocation ("he was unable to located plaintiff right essure coil") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included psychiatric disorder nos. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 7 days after insertion of essure, the patient experienced menorrhagia ("abnormal menstrual bleeding / prolonged menses/abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), amnesia ("psychological or psychiatric problems ¿ memory loss") and pruritus ("rashes or skin conditions ¿ itchy skin"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain"), migraine ("migraine headaches") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube) with removal of left essure), surgery (removal of migrated essure coil.). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, device dislocation, dysmenorrhoea, abdominal pain, migraine and back pain outcome was unknown, the menorrhagia, vaginal haemorrhage, dyspareunia and pruritus had resolved and the amnesia had not resolved. The reporter considered abdominal pain, amnesia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, migraine, pruritus, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: beginning on or about (B)(6) 2016, plaintiff medical treatment regarding the aforementioned symptoms. On (B)(6) 2016 -partial bilateral salpingectomy with removal of left essure coil. On (B)(6) 2018 -total hysterectomy with removal of migrated essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: left fallopian tube was occluded, x-ray - on (B)(6) 2016: essure coils bilaterally in cornus on 20th (B)(6) 2016 , patient had surgical pathology report resulted in left fallopian tube and essure: segment of fallopian tube, complete cross section, no pathologic lesion. Essure device. No evidence of malignancy. Right fallopian tube: segment of fallopian tube, complete cross section, no pathologic lesion. No evidence of malignancy. Left fallopian tube and essure: portion of fallopian tube measuring 1.1 x 0.6 x 0.3 cm. Also in container is a 1.5 x 0.2 x 0.2 cm silver coiled wiring. The specimen is consistent with an essure device. On (B)(6) 2016 , the patient undergone abdomen kub (abdominal x-ray) 1 view and resulted in -bilateral essure devices are seen in the pelvis one to the right of midline and one to the left of midline. The device appears fractured. No additional radiopaque foreign bodies. A nonobstructed bowel gas pattern is present. There are phleboliths in the pelvis. Visualized lung bases are clear. No acute osseous abnormality. On (B)(6) 2016 patient had hysterosalpingogram test and resulted in left fallopian tube appears occluded by the essure device. Questionable improper positioning of the essure device in the right fallopian tube with associated free intraperitoneal spillage on the right. Close interval follow up is recommended. Confirming the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain . Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs received. Event added: back pain. Outcome of following events were updated from unknown to recovered/resolved: itchy skin, abnormal bleeding, dyspareunia and pain and psychological or psychiatric problems to not recovered/not resolved. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("remove sections of left essure coil / discovered fragments of left coil still within the uterine cavity"), device dislocation ("he was unable to located plaintiff right essure coil"), fallopian tube perforation ("left essure perforated through her fallopian tube / perforation (fallopian tubes),") and uterine perforation ("perforation (uterus)") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 7 days after insertion of essure, the patient experienced menorrhagia ("abnormal menstrual bleeding / prolonged menses/abnormal bleeding ( menorrhagia)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), amnesia ("psychological or psychiatric problems ¿ memory loss") and pruritus ("rashes or skin conditions ¿ itchy skin"). The patient was treated with surgery (total hysterectomy with removal of migrated essure coil.), surgery (total hysterectomy with removal of migrated essure coil.), surgery (partial bilateral salpingectomy with removal of left essure coil.) And surgery (total hysterectomy with removal of migrated essure coil.). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, uterine perforation, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, migraine, amnesia and pruritus outcome was unknown. The reporter considered abdominal pain, amnesia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, migraine, pruritus, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: beginning on or about (B)(6) 2016, plaintiff medical treatment regarding the aforementioned symptoms. On (B)(6) 2016 -partial bilateral salpingectomy with removal of left essure coil. On (B)(6) 2018 -total hysterectomy with removal of migrated essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: right fallopian tube was occluded, x-ray -on (B)(6) 2016: essure coils bilaterally in cornus on (B)(6) 2016 , patient had surgical pathology report resulted in left fallopian tube and essure: segment of fallopian tube, complete cross section, no pathologic lesion. Essure device. No evidence of malignancy. Right fallopian tube: segment of fallopian tube, complete cross section, no pathologic lesion. No evidence of malignancy. Left fallopian tube and essure: portion of fallopian tube measuring 1.1 x 0.6 x 0.3 cm. Also in container is a 1.5 x 0.2 x 0.2 cm silver coiled wiring. The specimen is consistent with an essure device. On (B)(6) 2016 , the patient undergone abdomen kub (abdominal x-ray) 1 view and resulted in -bilateral essure devices are seen in the pelvis one to the right of midline and one to the left of midline. The device appears fractured. No additional radiopaque foreign bodies. A nonobstructed bowel gas pattern is present. There are phleboliths in the pelvis. Visualized lung bases are clear. No acute osseous abnormality. On (B)(6) 2016 patient had hysterosalpingogram test and resulted in left fallopian tube appears occluded by the essure device. Questionable improper positioning of the essure device in the right fallopian tube with associated free intraperitoneal spillage on the right. Close interval follow up is recommended. Confirming the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 6-mar-2018: pfs+mr added: reporter added,date of removal updated, product information updated, lab data added ,events added- vaginal haemorrhage, pelvic pain, uterine perforation, amnesia, pruritus. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure perforated through her fallopian tube"), device dislocation ("he was unable to located plaintiff right essure coil") and device breakage ("remove sections of left essure coil / discovered fragments of left coil still within the uterine cavity") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding / prolonged menses"), abdominal pain ("severe abdominal pain"), dyspareunia ("painful intercourse") and migraine ("migraine headaches"). The patient was treated with surgery (in (B)(6) 2016 she underwent a bilateral salpingectomy) and surgery (on (B)(6) 2017 she underwent a total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, dysmenorrhoea, menorrhagia, abdominal pain, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia and migraine to be related to essure. The reporter commented: beginning on or about july 2016, plaintiff medical treatment regarding the aforementioned symptoms. On (B)(6) 2016, patient had underwent a bilateral salpingectomy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: right fallopian tube was occluded, incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.